Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to faulty and defective handling, which is user error/misuse/abuse of the device. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the locking mechanism on the motor device was not functioning. It was noted in the service order that the device handpiece heated up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the date returned to manufacturer was documented as apr 8, 2016 on the initial report. It has been updated as may 5, 2016. Upon further review of the device evaluation, the assignable root cause was updated: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device overheated to 119 degrees 1 minute and 15 seconds into temperature test and failed the noise assessment test. It was further determined that the device had a broken drive shaft, worn out motor, and a hole in the cord. It was determined that the cause of the device running loud and getting hot was due to a broken drive shaft. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.